Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. The 85% stenosed, 2.75 x 24mm, eccentric, in-stent restenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending (lad) artery. Following pre dilatation with a 2.75 x 15mm nc emerge balloon, a 2.75 x 30mm agent drug coated balloon (dcb) was advanced but was unable to cross the lesion. The device was removed and it was noted there was a crack approximately 30cm from the tip of the device. The device was intact, and no component was left inside the patient. Another agent dcb was used to complete the procedure with no further issue or patient harm. The patient status post procedure was stable.